Manufacturer narrative:
(B)(4). The sample has been received, but not evaluated yet. If additional information becomes available a follow-up MDR will be submitted.

Event description:
A customer contacted baxter to report that the last fill line spike had come off. There was no patient injury or medical intervention. The sample is available.